Event description:
It was reported that a patient presented in-clinic with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was performed and the patient was stable throughout.